Manufacturer narrative:
The data was provided to spacelabs healthcare software engineer for further evaluation. During their review it was determined that the xhibit telemetry receiver had crashed due the windows operating system. It was found that there were numerous errors in the event log that continued until the system had restarted, likely due to the system running continuously for over year. Once the system had restarted, proper device operation was observed. The cause of the reported issue was due to the imbedded windows operating system.

Event description:
The customer reported that while monitoring telemetry patients, a xhibit telemetry receiver went offline and the customer was no longer able to view telemetry patients. There was no patient or user harm associated with this event.

Manufacturer narrative:
A product support specialist remotely connected and reviewed logs and stated that the xhibit suddenly shut down. The data gathered by the product support specialist was forwarded to r&d for further investigation. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.